Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that, during a sacrospinous ligament suspension using a capio slim device, when the physician threw the suture, the dart detached. An x-ray was performed to see if dart detached inside the patient; however, it was not visible on x-ray. The physician assumed that the dart got caught in the device. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that, during a sacrospinous ligament suspension using a capio slim device, when the physician threw the suture after deployment, the dart detached. The suture was caught but the dart fell inside the patient. An x-ray was performed to locate the dart; however, the physician was unable to locate the dart. The dart was left inside the patient. The procedure was completed with another of the same device. No patient complications reported.